Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. To fix the issue the getinge service territory manager (stm) replaced the batteries. The pm was completed and all functional and safety tests were passed to meet factory specifications, and the iabp was returned to the customer and cleared for clinical service. (B)(6).

Event description:
During preventive maintenance (pm) a getinge service territory manager (stm) discovered that the battery runtime test failed on the cs300 intra-aortic balloon pump (iabp). No patient involvement or adverse event was reported.